Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the potential lot number r20f02090 manufacture date is 06/03/2020. H4: the potential lot number r20c04028 manufacture date is 03/05/2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure test and clear passage test was performed with no issues noted. Priming test was performed with no defects noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot # r20f02090 or r20c04028. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp extension set leaked. It was further reported that the leak was observed despite being clamped. This was identified during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.